Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Emdr section h6 codes updated to reflect results of the investigation.

Event description:
Reportedly on (B)(6) 2019 this patient underwent a branched endovascular aortic repair (bevar) of a thoracoabdominal aneurysm type IV with a jotec extra-design device. During the procedure, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was implanted in the left renal artery. Vascular access was successfully gained through the axillary artery, the device was successfully navigated and deployed in the intended location. The delivery catheters were successfully removed and the patency of the vbx was confirmed at the end of the procedure. The patient received heparin during the procedure. Reportedly on (B)(6) 2022, an adverse event termed "thrombosis of left renal vbx" was discovered. The primary relationship was identified as vbx stent graft-related.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. B14: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Code b20: evaluation of the device could not be conducted because it remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.